Event description:
Tech alleged that the cardio pulmonary resuscitation foot lever is not working. No pt impact.

Manufacturer narrative:
The tech replaced the cardio pulmonary resuscitation valve to resolve the issue.